Event description:
It was reported that during a t2 long scn (supracondylar nailing system), two radiolucent drill bits broke at the base. It was also reported that the broken pieces were removed from the pt bone and there was no pt or user injury. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The drill bits subject to this investigation were returned to the manufacturer for evaluation, it was visually confirmed that the breaks of both drill bits occurred at the ultem section (drill bit guide). The returned drill bits were measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined. The second drill bit associated with this MDR is as follows; part number: 4200355042, lot number: 11042017.